Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint a patient information center ix (pic ix) indicating that the loudspeaker does not emit any sound anymore. A philips remote service engineer (rse) spoke to the customer biomedical engineer (biomed); the pic ix central station had been restarted, the loudspeaker was changed, the sound configuration was checked identical to another overview central station, and the central station software was also updated to version b.02.18, but it was still impossible to get sound. The biomed requested onsite service. The device was not in clinical use at the time the issue was discovered. No adverse event or harm was reported.

Manufacturer narrative:
A philips field service engineer (fse) went to the customer site and confirmed the reported issue. The fse replaced the speaker and the computer system board; the issue was resolved. Based on the information available and the testing conducted, the cause of the reported problem was related to component failure. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.